Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID 97745 (serial: (B)(6)); product type: 0201-programmer patient; implant date n/a; explant date n/a . Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for the call was the patient reported that the implant was depleted and not connecting and stated they were receiving a "no device found" message. The patient stated that the implant was last charged a couple of weeks ago and reported being without therapy for two weeks. Patient also reported that the battery had been depleting faster than usual and stated they were receiving a message indicating that the neurostimulator needed to be replaced. Agent reviewed the information. Patient stated that they had already spoken with their physician and representative and had been given options to switch from a rechargeable to a non-rechargeable implant but reported that they had not received any updates. Patient stated that they needed a new implant in order to resume therapy and obtain pain relief. Agent redirected patient to their healthcare provider.